Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that the right ventricular (rv) lead had pulled back, resulting in a dislodgement and an increase in thresholds. Additionally, it was noted that the device exhibited possible premature battery depletion. The device and lead were both explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.